Event description:
It was reported that during a surgical procedure, ¿fiber not used because the laser switched to safety mode¿. The case was completed with an alternate procedure turp. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along the fiber; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, there is no failure found with the returned product.